Event description:
The patient presented to the clinic. Upon interrogation high rv threshold and lead perforation were 0bserved.

Event description:
The pt underwent a successful knee repair sometime in 2006 with the use of a biointrafix screw and sheath for tibial fixation. Subsequently at some time in early 2010, the pt presented with pain in the subject knee. A scope procedure was performed on (B) (6) 2010, at this procedure, it was discerned that the original fixation was intact, however, there was some sort of a cyst at the distal tibial tunnel. The surgeon removed the remainder of what was left of the fixation device and cleaned out the area. The pt was released and is doing fine at this time. Nothing is being returned and there is no further info. Also see associated MDR 1221934-2010-00162.

Manufacturer narrative:
This device was mistakenly reported twice. Please delete this duplicate report. The same event was previously filed under MDR number 2017865-2010-00597 on the january 10, 2010 report.